Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead, however the conductor was not obstructed. A visual summary analysis of the lead indicated damage at implant. The analyst commented that the attempted implant damage was a likely contributor to the reported occurrence of ¿noise.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, noise was observed on the atrial channel following right atrial lead placement. The noise was reproducible with manipulation of the lead body. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.